Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed and analysis shows no trend for item/lot number. Device history record reviewed and indicates the product met specifications when manufactured. Package insert reviewed. No product related issues could be isolated regarding the event and the product contribution to the event remains inconclusive.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00494, 00496. This event occurred in (B)(6).

Event description:
Allegedly revised due to osteolysis.